Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced two bent cannula events between (B)(6) 2025 to (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for two to three days. Due to bent cannulas, the patient developed hyperglycemia, and on (B)(6) 2026, the patient's blood glucose level reached 600mg/dl, which was treated with a correction bolus via the pump. The patient subsequently went to an emergency room (ER) and was eventually hospitalized on (B)(6) 2026, later requiring transfer to the intensive care unit (ICU). The duration of hospitalization was one day. During hospitalization, the patient's blood glucose level reached 1,000mg/dl, and treatment included intravenous (IV) insulin, IV saline fluids, insulin drip, and potassium supplementation. The patient was released from the hospital on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.